Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that could contain the device from the manufacturer identified in section d. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified usarmy (B)(6) for awareness.

Event description:
Complainant reported multiple needlestick events where the safety shields on the orange 25gx1" needle completely falls off.